Event description:
It was reported that only one of the patient's vocal chords are working right now. It was reported that the surgeon feels that it should return back to normal. The generator has not been programmed on. The patient was last seen by neurologist and no interventions were performed. It was reported that the patient was not referred to an ent. No additional relevant information has been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Product information was received.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.